Event description:
It was reported that a patient experienced fungal peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. While hospitalized, the patient was treated with fluconazole (intraperitoneally, dose, frequency, and duration not reported) for the peritonitis. On an unreported date, the patient¿s catheter was removed and the patient was switched to hemodialysis therapy. The patient recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.